Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the monitor exhibited intermittent image and no image on the screen. The issue was found during a diagnostic procedure. The intended procedure was completed using the same set of equipment. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lote number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A definitive root cause was not identified; however, based on the results of the investigation, the probable cause of the malfunction is likely a faulty serial digital interface (sdi) long cable. Olympus will continue to monitor field performance for this device.

Event description:
The customer reports the procedure was an endoscopic submucosal resection.